Event description:
Follow-up was received from the provider, indicating the near end-of-service indicator had been set on the device. The patient was referred for generator replacement. No known surgery has occurred to-date.

Event description:
Analysis was completed for the returned generator 03/14/2017. Both interrogation and system diagnostics tests were performed. Results were within normal limits. The battery voltage data results were 2.684 volts. The pulse generator did not perform according to functional specifications as defined relating to the final configuration r-wave test. However, the seizure log data downloaded from the pulse generator ¿as received¿ suggest the sensing functions were active. An electrical evaluation showed that the generator performed according to functional specifications. The downloaded data revealed that 16.868% of the battery had been consumed. The battery measured 2.725 volts and showed an end-of-service indicator, intensified follow-up indicator = yes condition. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 2.708 volts, confirming the end-of-service condition. The battery was removed. The printed circuit board assembly was subjected to an electrical test. Results show that the printed circuit board assembly failed several electrical tests. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. After the trimmed edge of the printed circuit board assembly was cleaned, an electrical test was performed. Results of the electrical test were normal excepting magnet detection normal and magnet response. The magnet detection normal and magnet response test results are due to the need for updates to the test software. After the printed circuit board assembly trimmed edge was cleaned, the pulse generator was reassembled to test the sense functions of the pulse generator. The generator performed according to functional specifications for the r-wave configuration, printed circuit board assembly and heart rate detection test. Remaining residual material on the edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption that was out of specification and may have been the contributing factor for the premature end-of-life. In addition, the remaining residual material on the printed circuit board assembly edge after the ¿test tab¿ removal manufacturing process may have been the contributing factor for the non-sensing condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient's generator had reached 20% battery remaining, and it was not expected. The physician's programmer data was received. Review of the downloaded data provided that the calculated percent of battery capacity used and the battery voltage were not consistent. A review of the manufacturing records revealed the device met all specifications prior to distribution. Additional relevant information has not been received to-date.

Event description:
Generator replacement surgery occurred (B)(6) 2017. The explanted device was received for analysis, which is underway but has not been completed to-date.

Manufacturer narrative:
The information for the event description was inadvertently not added in follow-up report#2.

Event description:
The investigation of this device was found to be consistent with premature end-of-life due to conductive debris deposition from the manufacturing process resulting in leakage paths.